Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: there was evidence of cs 052 observed in the black box and alarm history. The pump powered on with no alarms. The original complaint could not be investigated due to unresponsive buttons.